Event description:
It was reported that the customer had low blood glucose levels of 42mg/dl and high blood glucose levels of 452mg/dl and 512mg/dl. Customer's blood glucose level at the time 494mg/dl. Customer treated with manual injections. It was also reported that the customer received a no delivery alarm. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. No excessive no delivery alarms noted. The device functioned properly. The unit was received with cracked reservoir tube lip.